Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the physician could not manipulate the right ventricular (rv) leads due to guide wire resistance in the lead and blockage. The leads were not used and a new lead was implanted. No patient complications have been reported as a result of this event.